Event description:
Broke. The surgeon (B)(6) reported the following event: by screwing, the femoral screw has broken after having turned twice; a fragment of the screw remained into the femur.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption (B)(4). There are 9 event(s) associated with this event type (malfunction) and product code hwc.